Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit did not meet specifications for rotablator system functional test. The air hose was connected to the console (with air valve open) and turn on the power in the console with turbine pressure knob fully clockwise the reading in the gauge was in the range of 90 psig (standard 85+/-2psig). When the air valve was closed the reading drop immediately by greater then 5psi/60 seconds indicating the console has an air leak.

Event description:
It was reported that the procedure was cancelled. A rotablator rotational atherectomy system was selected for a percutaneous transluminal coronary angioplasty and rotational atherectomy. During preparation, the device started correctly. Then suddenly, it stalled and it can no longer be unlocked. The procedure was cancelled. No patient complications reported.

Event description:
It was reported that the procedure was cancelled. A rotablator rotational atherectomy system was selected for a percutaneous transluminal coronary angioplasty and rotational atherectomy. During preparation, the device started correctly. Then suddenly, it stalled and it can no longer be unlocked. The procedure was cancelled. No patient complications reported.